Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reliamax¿ gastrointestinal anastomosis reload opened by the account. The initial visual inspection of the instrument noted that the cartridge was partially fired; proximal pushers were deployed and staples were present in the distal end of the pusher. The knife blade is advance; microscopic inspection showed no knife damage. The pusher thumb piece was disengaged. The pusher bar was advanced and staples deployed as expected. No damage or issues noted with components or assembly. Evidence of proper firing knob retainer assembly is present with witness marks on pusher bar and crushed ribs on firing knob retainer. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Disengagement may have been caused by the device being fired into an obstruction, and an upward force applied to firing knob which exceeded its retaining feature strength. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed. (B)(4).

Event description:
According to the reporter during a gastrectomy with the first fire of the stapler, the pusher thumb piece became stiff and broke causing tissue damage. Additional tissue resection was needed to correct the condition. The unformed staples were retrieved and the device was fired again using a new cartridge. The patient's last status is reported as good.